Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2020: complex hip total prosthetic replacement (secondary osteoarthritis). On (B)(6) 2020: left hip with surgical wound with serous secretion, superficial skin necrosis, hematoma in surgical wound, fx periprosthesis type b, bone of poor quality, risk of infection 20% (anemia, ra, previous procedure, revision) . Patient operated with a primary hip prosthesis on (B)(6) 2020 and reoperated on (B)(6) 2020, the operative descriptions are with the observation that in the second surgery he talks about mechanical complication. Diagnosis: mechanical complication of internal joint prosthesis. Procedure: revision total hip replacement with reconstruction of both components. Code and lots were not reported.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.